Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the instrument was being used during the surgery the instrument fractured. No report of harm or foreign body retained by the patient. Several attempts have been made to obtain additional information with no response at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a3; b4; b5; g3; g6; h1; h2; h3; h6. Visual examination of the returned device identified that a fractured tip was returned, however; it does not match the print for the reported part number. The tip and handle for the reported impactor was not returned for review. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. It remains unknown if this tip was switched with a tip from a different impactor body, or if the incorrect tip was returned. It cannot be confirmed if the returned tip is a zimmer biomet device. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.